Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that the caller had an inpatient who was believed to be going through intrathecal baclofen withdrawals. It was noted they were experiencing seizures. They had no further information about the event.